Event description:
A nail, implanted in 2000 for a comminuted left humeral fracture, broke post-operative. Nail was implanted with proximal and distal locking bolts, grafton allograft putty and bone graft, and dall miles cable. Pt reported nail fractured while walking. Nail was removed during revision surgery 2001 and a larger nail was placed.